Manufacturer narrative:
(B)(4). Manufacturing date -- august 09, 2016 ¿ august 10, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue with an infusor. The infusor was filled with desferrioxamine 1200 mg in 50 ml sodium chloride 0.9%. Half of the medication was delivered and then flow stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.